Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/18/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 product was received in its original package. Visual inspection at 10x microscope magnification was performed to the sample returned: the plunger and pushrod were observed in advanced position in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The lens was received cut in two (2) pieces without one haptic and the other haptic was broken. Lack of lubricity material was observed on cartridge. No damaged was observed to the cartridge. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical process. The detached haptic was verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a missing haptic. The iol was removed from the eye and the incision was enlarged. Sutures were not used. Another iol of the same model was used without a patient injury. No additional information was provided to johnson and johnson surgical vision, inc.